Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a gray bar was noted prior to implant on three implantable cardioverter defibrillators (ICD) indicating a low battery voltage. The devices were not used. There was no patient involvement.